Event description:
Scrub tech noticed monitor screen dimming. Scrub tech pulled scope out to wipe off and felt that scope was extremely hot. Scrub tech then pulled apart light cord and camera and saw smoke coming from light cord and scope. Pt assessed by md. No injuries noted to pt.